Manufacturer narrative:
Age of device: 4 years, 11 months, 19 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that patient underwent transcatheter aortic valve replacement (tavr) for severe aortic insufficiency (ai). First tavr valve did not take and was sucked into the left ventricle (lv), second tavr valve took appropriately. Patient was admitted on (B)(6) 2018 for removal of the tavr valve in the lv. Pump was removed from the apical cuff and the tavr valve was removed via the cored lv. No major issues were observed in operating room. Patient was on heparin at 1900 u/hr and therapeutic since (B)(6) 2018. It was stopped on (B)(6) 2018 (protamine for reversal). Patient's anticoagulation regimen included acetylsalicylic acid (aspirin) 325 mg daily and daily and had 1 dose of coumadin (1 mg) on (B)(6) 2018. On (B)(6) 2018, patient had mental status changes while in ICU. Patient was found awake, confused, left gazed with right sided plegia. A CT scan of head revealed an acute left hemispheric (parieto-occipital) intraparenchymal hemorrhagic stroke with rightward midline shift and left sided subdural hematoma. No surgery was performed. It was planned to stop all anticoagulation for 1-2 weeks. Currently the delirium is improving. After a month, CT scan will be repeated and patient will be restarted on anticoagulation after bleeding clears. Patient care was ongoing. No further information was provided.